Event description:
It was reported that the right ventricular lead previously exhibited abnormal lead impedance. The patient presented on (B)(6) 2017 for lead revision. The lead was capped and replaced. The patient was stable throughout the procedure.